Event description:
It was reported that the footboard was missing some modules and labels.

Manufacturer narrative:
Footboard modules completely removed from footboard leaving an open space in the footboard.